Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss checked system optical alignment, autocorrelation, optics¿ cleanliness, and gel. The fss found autocorrelation average was 677.8. The fss found no issues with the operation of laser equipment. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 2 diffuse lamellar keratitis (dlk) on the right eye (od) at 1 day post-operative exam. A brief description from the surgery center indicated dlk stage 1 was noted at a 1 day post op exam and had progressed to dlk stage 2 at a 4 day post op exam. The patient¿s chief complaint was of photophobia and commented that photophobia is currently resolved. Topical steroid drops were increased to resolve symptoms. The surgery center reported the symptoms were resolved within 4 days of initial treatment. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op: 20/20 -5.50 x -.75 x 53; left eye pre-op: 20/20 -5.75 x -.75 x 121.